Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that upon further review of this reported event, it has been determined that this is a continuation of the event previously reported through regulatory report #3007566237-2020-00257. As such, any future information received regarding the event will be reported through regulatory report # 3007566237-2020-00257.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was found to be off at their outpatient visit, despite the patient claiming that she did not use her patient programmer. The ins status was checked with the patient¿s programmer on (B)(6) 2020 and it was confirmed that stimulation was turned off. It was noted that after implant, the patient cared about the operating status every day and that they used their programmer frequently. The patient reportedly ¿did not understand the ¿on/off¿ mark well.¿ it was noted that at an outpatient visit in (B)(6) 2019, it was found the patient¿s stimulation had been turned off before. The patient was instructed not to do this except when visiting the hospital; however, it was found the patient¿s stimulation was turned off once again at a visit on (B)(6) 2020. It was noted the patient¿s ¿symptom of overactive bladder deteriorated¿ at that time. Impedance testing found the system¿s therapy impedance to be 1866 ohms. Interrogation of the ins on (B)(6) 2020 with a physician programmer found the patient¿s stimulation he been turned off since (B)(6) 2020. Additionally, the patient alleged that a television remote did not work with/did not control her or someone else¿s television in a hospital room when the patient was present during an outpatient visit. Though the patient was scheduled to visit the hospital in (B)(6) 2020, it was noted the patient was to be rescheduled for a (B)(6) 2020 visit. The cause of the reported issues was unknown at the as of (B)(6) 2020. No further complications were reported or anticipated.